Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01352. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). Prior to the procedure, the physician notice that the nose cone of the handle had come off within the packaging; however the nose cone was pushed back on and the physician attempted to reuse the handle during the procedure. During the procedure, the physician was unable to detach a ruby coil using the handle; therefore the handle was removed. The procedure was completed using a new handle, the same ruby coil, and additional ruby coils. There was no report of an adverse effect to the patient.